Event description:
It was reported that device stops running, power drops, and turns off. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed chip on lower front left corner of top case and missing battery. Motor rate error was found during occlusion test and battery depleted alarm was found at power up (pump was plugged in and without battery) and turn off by itself. The root causes for the reported issues were normal wear, device was manufactured in 2010, and a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Interconnect board does not operate as intended. Actions taken to mitigate the reported issue: replaced motor assembly, worm gear, leadscrew and clutch halves. Replaced interconnect board. Performed occlusion test and all functional testing which passed. D4: UDI information is unknown.